Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device breakage ("the right-side coil fractured and broke / essure fractured and migrated") and device dislocation ("found out (about the migration) on march 13 / essure fractured and migrated") in a 39 year-old female patient who had essure inserted. Additional non-serious events are detailed below. Product or product use issues identified: contraceptive device removal incomplete ("they were able to remove it but the other half, the line the goes through the middle of it is still in the tube." In 2024). The patient had a medical history of uterine bleeding and bleeding genital. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2024, 4181 days after essure insertion, she experienced device breakage (seriousness criterion intervention required) and device dislocation (seriousness criterion intervention required). On unknown date she experienced genital haemorrhage ("I bled for seven months / I had some heavy bleeding two weeks ago"). The patient was treated with surgery (removed the piece in the uterus.). At the time of the report, the outcome of genital haemorrhage was unknown. The reporter considered device breakage, device dislocation and genital haemorrhage to be related to essure administration. The reporter commented: batch/lot number: unk. Reporter stated that, it broke and it migrated. Not all of it has been removed and the problem that I am having is that there is no doctor in my state that is able to remove the remaining piece or the other side. I have been told that it is dangerous to keep it there because the integrity has been compromised. The left side appears to be intact. The right-side coil fractured and broke and migrated, the coil portion of it, they were able to remove it but the other half, the line the goes through the middle of it is still in the tube. They are urging me that something has to be done because it might migrate, and I don¿t want to have to remove my fallopian tubes. I bled for seven months before I knew what it was even happening. It was so bad the last time that they have to do an emergency surgery, I was bleeding all over the floor." Upon follow-up reporter stated that, "the other problem I'm having is I can't find anybody to remove this essure. I have a portion of it in my right fallopian tube, and the left part is intact in the left tube but I can't find anyone in my state to remove it. I had some heavy bleeding two weeks ago. The x-ray appeared fine, but from the ultrasound there may be fragments and I will see my doctor again about it. But my fear is the left one will fracture and migrate. So I question the integrity of the left one. I found out (about the migration) on (B)(6). But I had problems for a while and they didn't know what was going on. The blood was actually pouring onto the floor of the hospital. And then the doctor said the essure fractured and migrated. I don't know who that doctor is, she was the one in the ER that day. Luckily my own doctor was on call and she was able to remove the piece in the uterus, and the remainder of the coil in the right tube just came right out. But that piece in the middle is still in the right tube. She has been out of work since february. No hospitalization. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] (date unknown): there may be fragments [x-ray] (date unknown): appeared fine quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-apr-2024: quality safety evaluation of ptc. 26-apr-2024: event reported verbatim updated. Lab data, medical history added. Reference section updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device breakage ("the right-side coil fractured and broke / essure fractured and migrated / fragments in her endometrium"), several episodes of genital haemorrhage ("began to bleed uncontrollably" and "I bled for seven months / I had some heavy bleeding two weeks ago/ still experience bleeding at times lasting for several weeks"), pelvic pain ("pelvic cramp") and device dislocation ("found out (about the migration) on (B)(6) / essure fractured and migrated") in a 39 year-old female patient who had essure inserted. Additional non-serious events are detailed below. Product or product use issues identified: contraceptive device removal incomplete ("they were able to remove it but the other half, the line the goes through the middle of it is still in the tube." In 2024). The patient had a medical history of uterine cancer, uterine bleeding and bleeding genital. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2023 she experienced a first episode of genital haemorrhage. On (B)(6) 2024 she experienced device breakage (seriousness criterion intervention required), a second episode of genital haemorrhage (seriousness criterion medically important) and device dislocation (seriousness criterion intervention required). On unknown date she experienced pelvic pain (seriousness criterion medically important), dyspareunia ("painful intercourse/cramping"), coital bleeding ("bleeding after intercourse"), vaginal haemorrhage ("random spotting"), back pain ("back pain") and disease risk factor ("she is at risk for heart attack, stroke and blood clots."). The patient was treated with surgery (removed the piece in the uterus.). At the time of the report, the outcomes for pelvic pain, dyspareunia, coital bleeding, vaginal haemorrhage and disease risk factor were unknown. The reporter considered back pain, coital bleeding, device breakage, device dislocation, disease risk factor, dyspareunia, the first episode of genital haemorrhage, the second episode of genital haemorrhage, pelvic pain and vaginal haemorrhage to be related to essure administration. The reporter commented: batch/lot number: unk. Reporter stated that, it broke and it migrated. Not all of it has been removed and the problem that I am having is that there is no doctor in my state that is able to remove the remaining piece or the other side. I have been told that it is dangerous to keep it there because the integrity has been compromised. The left side appears to be intact. The right-side coil fractured and broke and migrated, the coil portion of it, they were able to remove it but the other half, the line the goes through the middle of it is still in the tube. They are urging me that something has to be done because it might migrate, and I don¿t want to have to remove my fallopian tubes. I bled for seven months before I knew what it was even happening. It was so bad the last time that they have to do an emergency surgery, I was bleeding all over the floor." Upon follow-up reporter stated that, "the other problem I'm having is I can't find anybody to remove this essure. I have a portion of it in my right fallopian tube, and the left part is intact in the left tube but I can't find anyone in my state to remove it. I had some heavy bleeding two weeks ago. The x-ray appeared fine, but from the ultrasound there may be fragments and I will see my doctor again about it. But my fear is the left one will fracture and migrate. So, I question the integrity of the left one. I found out (about the migration) on march 13. But I had problems for a while and they didn't know what was going on. The blood was actually pouring onto the floor of the hospital. And then the doctor said the essure fractured and migrated. I don't know who that doctor is, she was the one in the ER that day. Luckily my own doctor was on call and she was able to remove the piece in the uterus, and the remainder of the coil in the right tube just came right out. But that piece in the middle is still in the right tube. She has been out of work since february. No hospitalization. In (B)(6) 2024 my gynecologist decided to preform a d & c and take a biopsy to rule out uterine cancer. On (B)(6) 2024 began to bleed uncontrollably. She was prescribed with medications that's supposed to stop the bleeding and it's not stopping. She is at risk for heart attack, stroke and blood clots. Diagnostic results (normal ranges are provided in parenthesis if available): [biopsy] in (B)(6) 2024: d&c for biopsy [ultrasound scan] (dates unknown): there may be fragments and essure device in my right fallopian tube had fractured and migrated to my uterus [x-ray] (date unknown): appeared fine quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 20-may-2024: new event added: dyspareunia, coital bleeding, vaginal spotting, back pain and pelvic pain. Onset date of genital hemorrhage event, reporter causality comment, lab data and medical history added. 31-may-2024: new event added: disease risk factor. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device breakage ("the right-side coil fractured and broke / essure fractured and migrated / fragments in her endometrium"), several episodes of genital haemorrhage ("began to bleed uncontrollably" and "I bled for seven months / I had some heavy bleeding two weeks ago/ still experience bleeding at times lasting for several weeks"), pelvic pain ("pelvic cramp") and device dislocation ("found out (about the migration) on march 13 / essure fractured and migrated") in a 39 year-old female patient who had essure inserted. Additional non-serious events are detailed below. Product or product use issues identified: contraceptive device removal incomplete ("they were able to remove it but the other half, the line the goes through the middle of it is still in the tube." In 2024). The patient had a medical history of uterine cancer, uterine bleeding and bleeding genital. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2023 she experienced a first episode of genital haemorrhage. On (B)(6) 2024 she experienced device breakage (seriousness criteria hospitalisation and intervention required), a second episode of genital haemorrhage (seriousness criterion medically important) and device dislocation (seriousness criterion intervention required). Essure was removed on (B)(6) 2024. On unknown date she experienced pelvic pain (seriousness criterion medically important), dyspareunia ("painful intercourse/cramping"), coital bleeding ("bleeding after intercourse"), vaginal haemorrhage ("random spotting"), back pain ("back pain") and disease risk factor ("she is at risk for heart attack, stroke and blood clots."). The patient was treated with surgery (removed the piece in the uterus. Fallopian tubes were removed and removed the piece in the uterus.). At the time of the report, the latest episode of genital haemorrhage had not resolved. The outcomes for pelvic pain, dyspareunia, coital bleeding, vaginal haemorrhage and disease risk factor were unknown. The reporter considered back pain, coital bleeding, device breakage, device dislocation, disease risk factor, dyspareunia, the first episode of genital haemorrhage, the second episode of genital haemorrhage, pelvic pain and vaginal haemorrhage to be related to essure administration. Reporter stated that, it broke and it migrated. Not all of it has been removed and the problem that I am having is that there is no doctor in my state that is able to remove the remaining piece or the other side. I have been told that it is dangerous to keep it there because the integrity has been compromised. The left side appears to be intact. The right-side coil fractured and broke and migrated, the coil portion of it, they were able to remove it but the other half, the line the goes through the middle of it is still in the tube. They are urging me that something has to be done because it might migrate, and I don¿t want to have to remove my fallopian tubes. I bled for seven months before I knew what it was even happening. It was so bad the last time that they have to do an emergency surgery, I was bleeding all over the floor." Upon follow-up reporter stated that, "the other problem I'm having is I can't find anybody to remove this essure. I have a portion of it in my right fallopian tube, and the left part is intact in the left tube but I can't find anyone in my state to remove it. I had some heavy bleeding two weeks ago. The x-ray appeared fine, but from the ultrasound there may be fragments and I will see my doctor again about it. But my fear is the left one will fracture and migrate. So I question the integrity of the left one. I found out (about the migration) on march 13. But I had had problems for a while and they didn't know what was going on. The blood was actually pouring onto the floor of the hospital. And then the doctor said the essure fractured and migrated. I don't know who that doctor is, she was the one in the ER that day. Luckily my own doctor was on call and she was able to remove the piece in the uterus, and the remainder of the coil in the right tube just came right out. But that piece in the middle is still in the right tube. She has been out of work since february. Diagnostic results (normal ranges are provided in parenthesis if available): [biopsy] in (B)(6) 2024: d&c for biopsy. [Ultrasound scan] in (B)(6) 2024: found essure. Fragments in her endometrium; (dates unknown): there may be fragments and essure device in my right fallopian tube had fractured and migrated to my uterus [x-ray] (date unknown): appeared fine. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 12-jun-2024: reference section updated. Device stop date and action taken with drug added. Non drug treatment updated. For device breakage event seriousness criteria hospitalization ticked. Lab data added. Outcome of genital hemorrhage event added. 18-jun-2024: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device breakage ("the right-side coil fractured and broke") and device dislocation ("it migrated") in a 39 year-old female patient who had essure inserted. Additional non-serious events are detailed below. Product or product use issues identified: contraceptive device removal incomplete ("they were able to remove it but the other half, the line the goes through the middle of it is still in the tube." In 2024). The patient had a medical history of bleeding genital. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2024, 4181 days after essure insertion, she experienced device breakage (seriousness criterion medically important). On unknown date she experienced device dislocation (seriousness criterion medically important) and genital haemorrhage ("I bled for seven months"). At the time of the report, the outcomes for device dislocation and genital haemorrhage were unknown. The reporter considered device breakage, device dislocation and genital haemorrhage to be related to essure administration. The reporter commented: batch no.:unknown not all of it has been removed and the problem is that there is no doctor in state that is able to remove the remaining piece or the other side. It is dangerous to keep it there because the integrity has been compromised. Patient don't want to have to remove fallopian tubes the left side appears to be intact. No other information it was so bad the last time that they have to do an emergency surgery, I was bleeding all over the floor.". Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device breakage ("the right-side coil fractured and broke") and device dislocation ("it migrated") in a 39 year-old female patient who had essure inserted. Additional non-serious events are detailed below. Product or product use issues identified: contraceptive device removal incomplete ("they were able to remove it but the other half, the line the goes through the middle of it is still in the tube." In 2024). The patient had a medical history of bleeding genital. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2024, 4181 days after essure insertion, she experienced device breakage (seriousness criterion medically important). On unknown date she experienced device dislocation (seriousness criterion medically important) and genital haemorrhage ("I bled for seven months"). At the time of the report, the outcomes for device dislocation and genital haemorrhage were unknown. The reporter considered device breakage, device dislocation and genital haemorrhage to be related to essure administration. The reporter commented: batch no.:unknown not all of it has been removed and the problem is that there is no doctor in state that is able to remove the remaining piece or the other side. It is dangerous to keep it there because the integrity has been compromised. Patient don't want to have to remove fallopian tubes the left side appears to be intact. No other information it was so bad the last time that they have to do an emergency surgery, I was bleeding all over the floor.". Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-apr-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.